Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. (B)(4) - constipation. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
The pt reported a novasure endometrial ablation procedure was performed in (B)(6) 2010. From (B)(6) 2010 through (B)(6) 2010 she was seen at the emergency room numerous times "due to an infection" and symptoms of "ovarian cysts that she could feel pulsating" and "blood pushing down on other organs which caused constipation and pain in her pelvis/bladder". The pt was prescribed (date unk) vesicare (solifenacin succinate) by a urologist. On (B)(6) 2011 an ultrasound indicated "fluid was building up". The physician performed a "dilation of the cervix" and the pt "felt instant relief".